Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 26 mg/dl. The customer stated that their low blood glucose was caused by not eating. The customer was admitted in the hospital for treatment on (B)(6) 2016. The customer treated their blood glucose levels with food. The customer was assisted with reviewing their bolus rates because they had trouble accessing the bolus. The customer did not return the product back for analysis.